Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient presented with pre-op diagnosis of lumbar, l4-5 herniated nucleus pulposus, radiculopathy, weakness, low back pain, pain in limb, radiculopathy, sacroiliitis and foraminal stenosis and underwent the following procedures: 1.lumbar, l4-5 decompression with total right sided facetectomy with complete foraminotomy for legacy system bilateral pedicle screw and rod fixation. 2.l4-5 posterolateral fusion. 3.allograft. 4.local autograft. 5.fluoroscopy use. 6.plf with instrumentation 7.spinal cord monitoring 8.pedicle screw, electromyelogram monitoring. Findings: foraminal stenosis. Indications for surgery: the patient followed with intractable leg pain with imaging showing compression of the right l4 nerve root as well as swelling. After failure of non-operative strategies was brought in for the above stated procedure. Per op notes, after placing the legacy pedicle screw instrumentation in place, a final ap and lateral x-rays were taken which showed good position of the construct. Following this, a meyerding retractor was used to retract the left sided para-spinal soft tissue and then 2 allograft boats each filled with a bmp sponge, morcellized local autograft, and dbx putty (progenix and grafton) was inserted on the left side for the posterolateral fusion. There were no apparent patient complications and the patient was taken to the recovery room in a stable condition.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.